Event description:
The facility reported an infusion pump was depleted batteries. The event was reported to have occurred during bio-med testing. The hosp rep stated they have no record of any pt injury, or medical intervention. No add'l contact infor was available.

Manufacturer narrative:
Evaluation summary: inspection of the device revealed 16 battery depletions. The batteries were replaced. Review of the complaint history reveals similar reports have been rec'd for this product for the reported issue. This issue is currently being investigated under CAPA, which is in the implementation stage.